Event description:
The customer reported the system was displaying intermittent generator disabled error messages which required a system reboot to clear. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube controller board. The system operates as intended.